Event description:
It was reported by a non-medical professional that the patient underwent a procedure for anterior l5-s1 fusion using rhbmp-2. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. It was reported by the patient that he was implanted with a rod and cage and some kind of ¿goop¿ and some kind of fusion. Pt. States five months later after implant he was having severe pain down his leg and had an MRI and hcp told him they were having issues. Pt. States he asked for it to be removed because of overgrowth of bone and was told by hcp it is unable to be removed. Pt. States it is bulging out the right side of the cage and is putting pressure on his right nerves and he can¿t use his right leg. Pt. States the goop is like super glue and is what is currently causing the issues now and has been diagnosed with bladder cancer and states next thing that can happen is prostate issues. Pt. States he is in worse pain after surgery then prior to surgery. Pt. States he is bedbound and can sit up a little bit and mostly lays down 90% of the time because it hurts to move. Pt. States pain is not the only issue, having sexual arousal issues.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, the patient presented with degenerative disc disease. Herniated nucleus pulposus. Spinal stenosis. Lower extremity radiculopathy. The patient underwent : anterior lumbar inter-body fusion utilizing interbody implant as well as partial corpectomy and decompression beyond normal discectomy, decompression procedure at the l5-s1 level. As per op-notes, "l5-s1 disc space was irrigated. Bone morphogenic protein had been made to set on the helistat collagen sponge in appropriate amount of time. Appropriate size and implant was obtained. It was filled with the bmp and malleted into place." No patient complications were reported.